Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two samples were received. They came in the sealed packaging flow wrap. They have the plunger rod-rubber stopper, tip cap, saline solution and the barrel label which has the UDI 2.0 bar code. The barrel labels have the batch # 8298773. The barrel labels bar code were verified with the scanner they were readable and passed, therefore failure mode could not be verified. The UDI 2.0 bar code 2.0 was implemented and the customers were not ready to scan. The posiflush marketing team was informed about this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. While a definitive batch number was not provided, a device history record review was completed on the batch numbers received with no defects noted. Investigation conclusion: lot # is reported as unknown; however, two samples were received. This is the 1st complaint for the lot# 8298773 for the same defect or symptom. Lot# is reported as unknown; however two samples from the batch# 8298773 were received. There was no documentation of issues for the complaint of batch #8298773 during the production run. Root cause description: the UDI 2.0 bar code 2.0 was implemented and the customers were not ready to scan. The posiflush marketing team was informed about this issue. Rationale: the UDI 2.0 bar code 2.0 was implemented and the customers were not ready to scan. The posiflush marketing team was informed about this issue.

Event description:
It was reported that bd posiflush¿ normal saline syringe had incorrect label information. No serious injury or medical intervention was reported. Verbatim: "material no.: 306547 batch no.: unknown. It was reported that the customer's scanner will not read the data matrix bar code on the 10ml syringe flush. Per (B)(4) verbatim: customer states the symbology was changed on our syringes and now their scanner will not read the barcodes. He states the symbology was changed from 128 to a data matrix and their scanner will read some of the bar codes but will not read all of them on a consistent basis. He states they are only having problems with our syringes and wants to know what we plan to do about this."

Event description:
It was reported that bd posiflush¿ normal saline syringe had incorrect label information. No serious injury or medical intervention was reported. Verbatim:"material no.: 306547, batch no.: unknown. It was reported that the customer's scanner will not read the data matrix bar code on the 10ml syringe flush. Per (B)(4) verbatim: customer states the symbology was changed on our syringes and now their scanner will not read the barcodes. He states the symbology was changed from 128 to a data matrix and their scanner will read some of the bar codes but will not read all of them on a consistent basis. He states they are only having problems with our syringes and wants to know what we plan to do about this."

Manufacturer narrative:
Correction: the information was re-evaluated and the complaint does not meet our reporting criteria.